Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was running high last night and they changed out the set. Customer's blood glucose was 473 mg/dl. Caller stated that they treated and were told to check again in 1 hour. Customer's blood glucose was 353 mg/dl and went up to 473 mg/dl. Customer's blood glucose is now 365 mg/dl and he came down 100 points. Caller stated that they are both sick with a sinus infection and that the medicine may be causing the high blood glucose. It was explained that it is a possibility as well as the infection may cause high blood glucose. In another call, the customer's mother reported the customer's blood glucose as 390 mg/dl. Customer treated with the pump. The pump said to give 11.7 units but it only gave 2. Customer corrected and delivered a bolus. Caller found 2 air bubbles that are closer to the site and not very big. Customer had no delivery alarms and was advised to do a complete set change.